Manufacturer narrative:
Concomitant medical product: femoral stem 12/14 neck taper, catalog no# 00771100700 ; lot no# 62846187. Therapy date : (B)(6) 2015. The manufacturer receive x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and experienced pain. Thus patient underwent revision surgery due to loosening and malposition. Cone corrosion was noted during revision surgery.

Manufacturer narrative:
Investigation results were made available. Additional: patient identifier, if follow-up, what type. Correction: date of report, PMA/510k. Trend analysis: no trend considering the following event is identified: malposition, loosening, pain. DHR-review: ref: 4247; lot: 2800589, yield: 50, delivered: 49, scrapped: 1, reason for scrapping: first tooth is extra tolerance. Ref: 00-8775-032-02; lot: 2686817, yield: 200, delivered: 200. Ref: (B)(4); lot: 2790591, yield: 40, delivered: 40. Event description: it has been reported that the shell, the inlay and the head of a thp was revised due to persistent pain. The thp was implanted on (B)(6) 2015, the revision surgery took place on (B)(6) 2016. Review of received data: 12 x-rays have been received in total captured at 6 different time points. At each time point two different views were taken, an ap view and a lateral view, respectively. The following x-ray analysis was performed by a health care professional (hcp): axial and a-p view right hip, dated on (B)(6) 2015: visible staples, cementless cup and stem. Inclination angle approx. 46°, inconspicuous anteversion. In a-p projection visible irregularities of the contour in the area of the to chanter major (potentially a non-dislodged fracture). Slightly more radiolucent area between cup contour and the cup-shaped, reamed acetabular bone. Lauenstein projection right hip, dated on (B)(6) 2015: compared to the imaging taken on (B)(6) 2015 no visible changes in stem and cup position. Inclination angle approx. 46°. Probably almost complete consolidation of the fracture site at the trochanter major. Potentially, two small osteolytic sites at the lateral trochanter major. Circular radiolucent spots around the cup. Lauenstein projection right hip, dated on (B)(6) 2015: compared to the imaging of on (B)(6) 2015 no changes in cup and stem position. Inclination angle still approx. 46°. Compared to the imaging before no visible new osseous changes. The before mentioned osteolytic sites at the lateral trochanter major more distinct than before. Lauenstein projection (lateral) right hip, dated on (B)(6) 2015: compared to the imaging taken on (B)(6) 2015 no visible changes. Inclination angle still approx. 46°. No new changes in osseous structures visible (femoral and acetabular) in the given projections. Lauenstein projection (lateral) right hip, dated on (B)(6) 2016: compared to the imaging taken on (B)(6) 2015 no visible changes, also of the cup and the stem position. Inclination angle still approx. 46°. No new changes in osseous structures visible (femoral and acetabular) in the given projections. Axial and a-p view right hip, dated on (B)(6) 2016: visible staples, condition after revised cup right. X-ray summary (provided by hcp): according to the imaging (and the available projections) taken on (B)(6) 2015, post tha performed on (B)(6) 2015, appropriate position of the stem and the cup with appropriate inclination angle of approx. 46°. Inconspicuous anteversion without indication of loosening of the implant components. Visible gap (more radiolucent area) between cup and reamed acetabulum. According to the radiological follow-up (B)(6) 2015 and on (B)(6) 2016) no conspicuous changes of neither the stem nor the cup position. No indication for loosening of the implant components while the gap between the cup and the reamed acetabular bone remained visible during the follow-up. Radiologically visible condition after revision of the cup on the images taken on (B)(6) 2016. Two surgical reports have been received. One surgical report regarding the primary implantation performed on (B)(6) 2015 and the surgical report of the revision surgery performed on (B)(6) 2016. Both surgical reports are originally in dutch. Surgical report of implantation surgery performed on (B)(6) 2015 (this text was translated from dutch to english): diagnosis: coxarthrosis right. Surgery: until allofit size 56 no pressfit. But implantation of a size 56 anyway upon advise of the sales rep, as the cup is more elastic than the reamer. Allofit was seated according to advise. Palpation through the pole plug opening showed some room of a few mm, which was intended. Insertion of a liner size 32 with good position. Preparation of the femur. Reaming until size 7.7 and leaving the rasp a few mm above the cortex. Trial repositioning with a standard neck and head -4 showed good stability with no impingement. There was still some room, however, the rasp seemed to be stuck in distal direction. Insertion of the final ml taper of size 7.5, which went deeper and showed good stability also after repositioning. Finally, a biolox head 0/32 is mounted. Closure. Implants: allofit alloclassic uncemented shell 56/kk. Durasul alpha insert kk/32. Femoral stem 12/14 size 7.5 standard offset. Biolox delta head 12/14 size 32/0. Conclusion: thp allofit cup 56/kk, corresponding liner, ml taper standard 32/0. Surgical report of revision surgery performed on (B)(6) 2016 (this text was translated from dutch to english): the hip is luxated and the ceramic head is removed. Light conus corrosion. The shoulder and the neck of the prosthesis are presented. There was an attempt to remove the prosthesis, but it has a firm seat. During surgery it was found that the cup was positioned in a 20/30 degree retroversion, which was not the original position the cup had been placed during primary implantation. First, the surgeon had the intention that the cup had a firm seat. But upon removal of the cup they found that the cup was loosened. The cup showed some defects on the rim, otherwise it seemed intact. Further, the acetabulum was reamed to size 56, cementing of a müller cup size 56/32 in good position with 20° anteversion. Reposition with a trial head showed good stability. Implantation of the definitive head size 32/4+ l. Closure. Implants: müller low profile cup 56 with pe inlay size 32. Cocr head 32 / 4+ l. Conclusion: malpositioning and loosening, revision. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Review of surgical technique (released at the time of implantation): chapter "implanting the titanium shell without screw holes (allofit)": "important: the nominal size of the definitive shell must match the last reamer used; the excess of 2 mm has been taken into account. Oversizing and selection of a larger implant than prereamed is only advisable for soft bone, as the risk of pelvic fracture would be increased. The titanium shell is completely screwed to the setting instrument and tapped in with 40°¿45° inclination and 10°¿15° anteversion. Any soft tissue which remains between the bone and the implant must be resected. It is absolutely essential to align the shell before tapping in and maintain the selected setting direction. The control hook is used to check whether the implant was driven to the acetabular floor." Root cause analysis: root cause determination for the allofit alloclassic shell regarding malposition and loosening using rmw: aseptic loosening of cup components due to insufficient primary stability due to design. Not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of cup components due to insufficient secondary stability due to design leading to stress shielding, bone stock changes. Not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening, fracture of shell due to incorrect distribution of load due to design (stiffness) leading to stress shielding, bone stock changes. Not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening, fracture of implant due to insufficient fatigue strength of shell material and design not possible. As a systematic issue with design would have been detected as part of the issue evaluation assessment. Corrosion damage leads to impairment of implant parts or fracture due to general corrosion (crevice, fretting, pitting, galvanic) of implant device. Possible, as some light corrosion of the cone has been reported in the revision report, this cause cannot be excluded. However, the stem has not been revised. Intraoperative complications due to incorrect associated instruments used. Possible, as a gap between the cup and the acetabular floor was described during primary implantation, this cause cannot be excluded. Implant dislocation / loosening due to excessive and/or wrong directed force (leading to under- or over-reamed acetabulum). Possible, as a gap between the cup and the acetabular floor was described during primary implantation excessive and/or wrong directed force may be possible. Clamping of femoral head leads to loosening of component due to inhomogeneous pelvis bone conditions leading to deformation of shell / insert. Possible, as the osseous situation of the pelvis is unknown, this cause cannot be excluded. Gap between shell and bone due to incorrect assessment of distance. Possible, as a gap between the cup and the acetabular floor was described during primary implantation, this cause may be possible. Implant dislocation / loosening / breakage / impingement due to incorrect position regarding cup inclination and anteversion not possible. As the x-ray analysis revealed an inclination angle of approx. 46°. Further, as the reported pain cannot be related to a single specific failure mode and due the unclear involvement of the products in the reported event, it is not possible to perform a meaningful selection of potential causes/risks for the patient. However, all possible risks (with occurrence and severity) related to the issues reported are listed in the corresponding risk file for each of the three involved products. Sap rmw#: 390708, rev 00 (allofit alloclassic shell, ref: (B)(4). Sap rmw#: 390679_rev 00 (biolox head, ref: (B)(4). Sap rmw#: 391334_rev 00 (durasul alpha insert, ref: (B)(4). Conclusion summary: a patient was implanted with an uncemented tha on (B)(6) 2015 on the right side due to diagnosed coxarthrosis. It has been reported that the allofit alloclassic shell, the durasul inlay and the biolox head of the tha were revised due to persistent pain after approx. 11 months in-vivo, on (B)(6) 2016. The allofit shell and the durasul inlay were revised to a low profile cup with the corresponding insert and the biolox head was revised to a cocr head. The primary implanted m/l taper stem remained in-situ. According to the x-ray analysis of the follow-up no indication for loosening of the implant components is given. But a more radiolucent site between the shell and the reamed acetabular floor are visible right after the implantation and remained visible during the complete follow-up. This matches the gap of a few mm between the shell and the reamed acetabular floor which was described during the primary implantation. This is not according to the surgical technique which states that the shell implant must be driven to the acetabular floor. Further, according to the revision report the shell was not found in the position it was originally implanted during the primary implantation. Additionally to the malposition, the shell was reported to be loosened. Further, the revision report states a light conus corrosion which was found upon removal of the ceramic head. Nevertheless, the m/l taper remained in-situ and there is no information about the condition of the mating surface of the ceramic head. The quality records of the three revised products (allofit alloclassic shell, durasul insert and biolox head) show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Additionally, the devices have not been returned for investigation, therefore, the devices' condition at time of revision remains unknown. Therefore, based on the review of the provided documents it may be possible that one or multiple steps of the surgical technique, such as the preoperative planning, the preparation of the acetabular floor and the shell positioning, were not performed as intended and may be potential causes for the reported malposition and the loosening of the shell and potentially also for the reported pain. Nevertheless, the devices have not been returned for investigation, therefore, the condition of the devices at the time of the revision remains unknown. Further, no patient data including patient history has been received. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported revision surgery due to pain. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-00398-1, 0009613350-2018-00401-1.